Event description:
Consumer reported inaccurate readings with their plink meter when comparing to their other meters. Does not trust the readings. Analysis run on clark error grid using competitive reading (66) as ref. Point vs. Bd reading (140) yielded data points in the d range of the grid, outside acceptable limits.